Manufacturer narrative:
Corrected data: date of report.

Event description:
Patient was injected with 1.5 syringes of product.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with .5 cc of juvéderm® voluma® xc on the nose. A day later, patient experienced pain, ¿blueish aspect on tip of the nose", and "vascular occlusion". "Injector treated days after injection with hyaluronidase small did and did an allergic reaction." Patient sent to ER, where they were treated with epipen, and biaxin. Patient also treated with clindamycin and prednisone. Symptoms ongoing.